Event description:
The contact stated that the customer was not feeling well. He stated that he felt like his blood glucose was low. She attempted to test his blood glucose, but kept receiving error codes. She called the paramedics and they tested the customer's blood glucose at 40 mg/dl when they arrived. The customer was treated with glucose, but did not go to the hosp. While troubleshooting, the contact stated that both she and the paramedics had been inserting the test strip the wrong way, which led to the error codes. The meter and test strips are to be returned for evaluation, and replacement products will be sent.